Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-may-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed already detached from the delivery system and it was not returned for evaluation. Microscopic inspection was performed on the distal end of the delivery wire. Several stretched areas were noted on the on the distal portion near the retraction bump. The issue reported regarding the stent being impeded at the proximal end of the microcatheter could not be evaluated as the stent was already detached and was not returned. The stent component must be inside the introducer tube to perform the functional analysis. However, it is possible that in an effort to overcome the impeded condition felt, excessive force was inadvertently applied during the device advancement/withdrawal which ultimately led to the stretched conditions found in the delivery wire. Based on this, the reported issue documented in the complaint was confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent component might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9095771. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6). Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9095771. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Stent impediment in microcatheter with loss of target position in the intracranial vasculature (with the exception of the internal carotid artery) will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, or ischemia/infarct. Clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices are all factors that may contributed to the event, rather than the design or manufacture of the device. In this case, the physician decided to complete the procedure without implanting the stent based on the tortuosity of the vessel. Stent placement after a coiling procedure is optional. There were no reports of patient harm and no indication that the absence of the stent had any impact to the expected outcome of the procedure. Based on this information, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. Reference: müller m, brockmann c, afat s, nikoubashman o, schubert ga, reich a, othman ae, wiesmann m. Temporary stent-assisted coil embolization as a treatment option for wide-neck aneurysms. Ajnr am j neuroradiol. 2017 jul;38(7):1372-1376. Doi: 10.3174/ajnr.a5204. Epub 2017 may 4. Pmid: 28473345; pmcid: pmc7959918. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9095771) was impeded at the proximal end of the microcatheter (unspecified brand) and could not be further advanced. The physician removed the stent and the microcatheter from the patient. It was then reported that, ¿considering the relative tortuous blood vessel, stent implantation was given up. The surgery was completed after finishing filling and detaching coils in the aneurysm.¿ there was no negative impact to the patient.